Event description:
Patient experienced 3 incidents involving blood leak alarms during dialysis treatment. 1st incident (B)(6) 2020: 1.45hours into dialysis treatment machine alarmed for blood leak. Treatment interrupted. 2nd incident (B)(6) 2020: 1.45 minutes into hemodialysis treatment, machine alarmed for blood leak. Patient had low blood pressure after blood loss from the circuit, around 300ml. Second machine was set up, same issue occurred, patient experienced discomfort. Ultrafiltration was stopped. Blood restitution was done. Patient was sent to the ER, patient's health status was stable. 3rd incident (B)(6) 2020: 50 minutes into treatment, machine alarmed for blood leak and confirmed with blood leak test strip. Blood restitution done. Staff changed the circuit and dialysis machine.

Event description:
Patient experienced 3 incidents involving blood leak alarms during dialysis treatment. 1st incident (B)(6) 2020: 1.45hours into dialysis treatment machine alarmed for blood leak. Treatment interrupted. 2nd incident (B)(6) 2020: 1.45 minutes into hemodialysis treatment, machine alarmed for blood leak. Patient had low blood pressure after blood loss from the circuit, around 300ml. Second machine was set up, same issue occurred, patient experienced discomfort. Ultrafiltration was stopped. Blood restitution was done. Patient was sent to the ER, patient's health status was stable. 3rd incident (B)(6) 2020: 50 minutes into treatment, machine alarmed for blood leak and confirmed with blood leak test strip. Blood restitution done. Staff changed the circuit and dialysis machine.